Event description:
The complainant stated that the head section cannot be raised or lowered and it feels like there is a lot of play in the head section.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction. A f/u report will be sent once the customer discloses their investigation.